Event description:
Follow up information reported that the patient had a new ins system implanted on (B)(6) 2012 which resolved the therapy inefficacy. There were no post-operative complications reported and it was reported that the patient was benefiting from the therapy and was generally doing well following the surgery. It was noted that the patient was exited from the study following the surgery since the study had come to completion per protocol. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator ceased to function and was replaced. It was also reported that there was a possible lead fracture.

Event description:
It was reported that "no impedances" were measured on electrode #0 of the lead in the patient's implantable neurostimulator (ins) system. The ins system was explanted. The patient outcome was reported as not serious. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2012; lead model 3093-28 lot# v018499 implanted: (B)(6) 2007 explanted: (B)(6) 2012.